Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the procedure the catheter was inserted into the patient but became disconnected from its locking mechanism. The device was reconnected; however, was still leaking. The catheter remained in place and resumed leaking one day post placement. As a result, the catheter was removed and replaced with another one.